Event description:
Attempted coil closure of ap collateral. Coil not in proper position. Attempted to retrieve coil with a snare. During this process the coil fractured into two pieces at the right groin level, just prior to entering the sheath. We were able to retrieve both pieces. To the best of my knowledge, we have never had a problem like this with any coil in our stock. The packages were saved along with the retrieved coil and snares used in the case. The cook rep has been contacted.====================== manufacturer response for cook mreye coil #g42454, cook mreye coil (per site reporter).====================== no follow up yet.